Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Date received by manufacturer: 25-apr-2025. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that when the doctor places the tube for sampling, it bounces, causing the tube to fall and delay the sample processing. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, the luer adapters of 50 sets from bd inventory were evaluated by visual examination and no abnormalities such as molding defects on the rubber sleeves were found. Another 8 retained samples were functionally tested and no issues were observed relating to tube pushed off as all samples met specifications. Also, the siliconization of luer adapters were measured on 8 sets of and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that when the doctor places the tube for sampling, it bounces, causing the tube to fall and delay the sample processing. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that when the doctor places the tube for sampling, it bounces, causing the tube to fall and delay the sample processing. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.